Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Correction to the information provided in h10 on the initial report: the reported issue was found to be caused by a short in the cable; it was not caused by the small cut that was found on the cable. The small cut on the cable caused the device to fail the leak test. The short in the cable is the reportable malfunction. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause is likely the cable was temporarily stressed by the user's handling and the cable unit broke, causing the image to disappear temporarily. The following warning is described in the device's instructions for use (IFU): "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a small cut on the cable which also caused the device to fail the leak test. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a loss of function of the imaging system with static lines, images went in and out during a procedure. No patient harm or injuries were reported. No additional information has been obtained.